Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched. Evaluation found the force required to secure door is above expected levels, which can cause the device to alarm door not fully latched. The door hooks were replaced to correct this condition.